Event description:
The pt was hospitalized on (B)(6) 2011 with hyperglycemic coma and blood glucose of 1300 mg/dl. The pt was diagnosed with ketoacidosis and severe kidney failure. The pt's father reviewed the infusion device alarm history and found several e4 (occlusion) errors and a8 (bolus canceled) alerts. The pt was still hospitalized at the time of the report. No further info is available. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.